Event description:
It was reported that the patient was scheduled to have a full system explant for unknown reason. During follow-up for the reason with the physician, it was stated that the patient¿s device was disabled. The nurse indicated that the disablement of the device and full revision was due to the patient having stimulation episodes, lack of efficacy and tolerability issues. The facility the surgery for full revision took place is a known site to not return products and discards them in pathology. No additional relevant information has been received to date.